Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 127 ohms and a healthcare provider (hcp) contacted boston scientific technical services (ts) for review. Ts reviewed the data and noted the shock impedance measurements have been stable in the 90 ohms to 120 ohms range; there is no noise observed and all other lead measurements have been within normal specification limits. Ts stated the rv lead is a single coil lead and it is not uncommon for the shock impedance to reach into the 130 ohms range without consequence. Ts provided guidance to the hcp to consider increasing the shock impedance upper alert limit to 150 ohms and if another alert is received, that is the time to consider performing a maximum energy commanded shock test. Ts noted the hcp will not receive another alert for this condition until the patient is seen in the clinic. The hcp indicated they will continue to monitor the issue. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.